Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(6) were reviewed and no abnormal issues were found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6) met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "additional information" and "device evaluation". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated for "type of investigation (b)", "investigation findings (c)" and "investigation. Conclusions (d)" per the investigation. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
False negative result. False-negative test result. The user reported receiving a negative test result with ff+ on (B)(6) 2025. On (B)(6) 2025, the user was administered a test by a healthcare provider and they tested positive for covid-19 and flu b.

Event description:
False negative result. False-negative test result. The user reported receiving a negative test result with ff+ on (B)(6) 2025. On (B)(6) 2025, the user was administered a test by a healthcare provider and they tested positive for covid-19 and flu b.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.